Manufacturer narrative:
(B)(4). Vyaire medical was no table to verify the customer¿s reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 70 hours of extended tests at the customer¿s settings. The ventilator failed the troubleshooting final test for non-conformance with the pressure and oxygen blending performance test. Vyaire medical replaced the flow valve and solenoid mount.

Event description:
It was reported to vyaire medical that the ventilator was auto cycling. There was no patient involvement associated with this reported event.